Event description:
On (B)(6) 2010, I underwent a left total hip arthroplasty. At surgery, the summit system by depuy was used, utilizing a number 5 high offset femoral component with a +5 by 36 mm femoral head with a 50 mm acetabular cup with a nonlipped metal-on-metal acetabular liner. Soon after surgery I began experiencing severe pain and discomfort. My doctor suggested a revision of the acetabular component to place the cup in more retroversion. On (B)(6) 2011, I was found to have inflammation and fluid within my hip with an element of metallosis. A new acetabular cup was placed utilizing a pinnacle cup by depuy, 52 mm, an altrx polyethylene liner, 36 mm was used along with a +5 ceramic femoral head. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my left thigh and left hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Chromium and cobalt testing performed on (B)(6) 2012 show elevated chromium levels in my system. Diagnosis or reason for use: osteoarthritis, left hip.